Event description:
A pump alarm was reported by the customer, indicating an issue during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with the help of technical support, but the alarm persisted. Consequently, technical support decided to replace the pump. In the meantime, the customer was instructed to use multiple daily injections as a backup insulin therapy. The customer was provided guidance on preparing the pump for return, including putting it into storage mode, and agreed to return the problematic pump within ten days using a prepaid label.